Manufacturer narrative:
(B)(4). Device fired through lockout. Additional information was requested. The analysis results found that device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4). Mfg 10/23/2010, exp date 09/23/2015. (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first device fired three clips and then a loud crunch was heard. The device jammed and would not fire anymore clips. A second device was pulled and the same thing occurred. A 10mm clip applier was pulled to complete the case. Minimal bleeding occurred due to them having to get additional devices to complete the case. There was no transfusion required. There was no further patient consequence.